Manufacturer narrative:
(B)(4). The facility representative contacted a technical service representative to report a flo-gard infusion pump that "does not have magnet." Evaluation summary: the reported condition of a flo-gard infusion pump that does not have a magnet was not confirmed and not reproduced during evaluation. The quality engineer discovered that there was damage to the door latch area where the door magnet is located, and assigned that to be the as determined problem code. The root cause was determined to be cracks in the door latch/handle area. The pump head door was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with falta el im-n "does not have magnet". The customer clarified that the magnet located on the door clamp of the device (door latch) was missing; this had the potential to interrupt delivery. This condition was found in the ER. It is unknown when this event occurred. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.